Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to dislodged dental restoration. As per CAPA #(B)(4)this event is retrospectively being reported and therefore was not reported within the required 30-days.

Event description:
The customer reported a dental restoration on tooth #6 was dislodged; consequently needing a crown placement.. The customer required medical intervention. As a result, aligner treatment was discontinued.